Manufacturer narrative:
(B)(4): unable to provide the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
A journal article: failure of proximal femoral locking compression plate: a case series: orthop trauma. Volume 25, number 2 (B)(4) 2011 reported: case #4: pt presented with two year old right pertrochanteric nonunion after gunshot wound. Pt had a unk prior implantation and removal and an aseptic nonunion treated with blade plate. Which failed two months post op. Hardware was removed pt revised to lcp proximal femur plate. Two weeks post op pt's pain increased, an x-ray showed plate broken at the screw plate interface proximately. Pt quit smoking and pt was revised to cephalomedullary nail and in ten months the nonunion healed. Four of six reports.